Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the tail pins.the failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the medical surgical care area. It was also reported there was no patient involvement.